Manufacturer narrative:
Prod was returned to the MFR for eval. Attempts by the mfg rep to obtain copies of procedure films from the user facility were not successful. We rec'd the explanted filter as well as the introducer sys. The filter is extremely distorted. The important damages observed have likely occurred during the filter removal. The distal extremity of the sheath is damaged too. This type of deterioration may occur if the physician exerts high pressure on the pusher (to push the filter out of the sheath rather than withdrawing the sheath as indicated in the IFU) when the head of the filter is ejected against the ivc wall. However, it is impossible to draw a definitive conclusion having not reviewed the x-ray films.